Event description:
Patient entered the room at 10:36am, bed locked and patient instructed to move to or hybrid room table moving hips and shoulders slowly from stretcher. (B)(6), rn and (B)(6), rn on patient right side, (B)(6), cna on left side, and dr. (B)(6) and (B)(6), crna at patient head of bed. Patient moving over and rolled off hybrid operating room table with attempts to catch the patient. Patient hit his head on the floor. Dr. (B)(6) performed neuro assessment with patient stating his name, location, and how fingers she was holding up. Dr. (B)(6) called to bedside at 10:39am. Procedure cancelled with CT scan ordered. Patient moved from floor to stretcher and sent to pacu for head CT.